Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a pump that was not implanted. There was no patient involvement. It was reported that the rep was unable to get the 8840 to interrogate the pump. The rep then tried two different 8840's and also opened the box. It was noted the rep was able to interrogate other pumps on the shelf with the same 8840. There were no environmental, external, or patient factors that may have led or contributed to the issue and no other actions or interventions were taken to resolve the issue. It was unknown if the issue was resolved and the pump was to be sent back for analysis. No further issues were reported or anticipated.

Manufacturer narrative:
The returned device passed all functional testing in the laboratory. No anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There was no error code seen on the programmer.